Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00706.

Event description:
The patient was undergoing a coil embolization procedure in the left hypogastric artery using a ruby coil, ruby coil detachment handles (handle) and pod coils. During the procedure, the physician advanced a ruby coil into the target vessel and used a handle to detach it; however, the ruby coil failed to detach after multiple attempts. Therefore, the ruby coil was removed. Next, while removing a pod coil from the packaging hoop, the hospital technician noticed the pusher assembly of the pod coil was bent; therefore, the pod coil was not used in the procedure. The physician then advanced a new pod coil into the target vessel and used the same handle to detach it; however, the pod coil failed to detach. Therefore, the physician removed the handle. The procedure was completed using a new handle to detach the same pod coil. There was no report of an adverse effect to the patient.